Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2023 using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2024 the patient presented with a cardiac tamponade on the posterior wall of the left atrial appendage (laa). The patient was taken to the operating room on the same day where it was noted that the device had eroded, causing the tamponade. The device was surgically explanted and the laa and left upper pulmonary vein were surgically repaired. The patient status was stable.

Manufacturer narrative:
An event of erosion causing cardiac tamponade was reported. It was also reported that the device was surgically explanted and the laa and left upper pulmonary vein were surgically repaired. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2023 using a 12f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2024 the patient presented with a cardiac tamponade on the posterior wall of the left atrial appendage (laa). The patient was taken to the operating room where it was noted that the device had eroded, causing the tamponade. The device was surgically explanted and the laa and left upper pulmonary vein were surgically repaired. The patient status was stable.